Manufacturer narrative:
(B)(4). There were no reported device malfunctions or product deficiencies. The reported patient effects angina, and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2014, the 2.75 x 38 mm xience xpedition stent was implanted in the distal right coronary artery (rca). This was an emergency myocardial infarction patient. The next day, the patient experienced chest pain, while still in the hospital. Thrombosis was confirmed in the rca proximal to the stent, and up to the stent. Thrombus aspiration was performed followed by dilatation, but the condition did not improve. Thrombus was then observed in the left anterior descending (lad) artery where no stents were implanted. Heparin-induced thrombocytopenia (hit) was suspected; therefore, medication was administered and the thrombosis disappeared. Two additional xience xpedition stents were implanted in the mid rca and the proximal lad, and the procedure was completed. No additional information was provided. The physician commented that due to the fact that the thrombosis disappeared after the administration of medication (suspected argatroban), the thrombus formation was inflicted by hit. It is the physicians opinion that there is no correlation between the thrombus formation and any issue with the xpedition stent.